Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Functional testing involved visually inspecting the pump and review of the pump's event history logs. Review of the event history log showed power down. Pump turned off, no disposable and high pressure alarm messages after the pump started. The investigation was unable to replicate the reported issue of "double beep with cassette." The problem source could not be identified. A faulty downstream sensor was replaced. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited "double beep with cassette." No adverse effects were reported.

Event description:
Additional information provided indicated that there was no patient involvement.